Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor power was too low. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device has no function. It is unknown if the malfunction occurred during a surgical procedure. It was reported that there was no patient or user involvement. It was reported that there were no delays in the surgical procedure as an unspecified spare device was available for use. The exact date of the event was unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.